Event description:
The customer reported the following event description: "this patient was brought into (B)(6) before 8 am to undergo an avr and CABG x3. The patient presented with normal pressures and was in no distress. He was anesthetized, prepped and draped in standard fashion. His blood gases and chemistries were mostly normal. The major concern going into this procedure was his prior history of chest radiation for hodgkin's lymphoma. There is usually a lot of adhesions, scarring, and calcification of mediastinal tissues. Coronary arteries were difficult to find upon opening the sternum. A heavily calcified aorta was noted by the surgeon...and it was planned to replace his ascending aorta utilizing deep hypothermia with circulatory arrest, in addition to the previous scheduled procedures. Bypass was initiated with no issues and the patient cooled and circ arrest started an order to replace a heavily calcified aorta. Once the distal aortic graft was secure and blood filled and clamped, bypass and rewarming were initiated after 17 minutes of circulatory arrest at 18 degrees c. While rewarming on bypass, the aortic valve was replaced, cabo x3 was complete and the aortic valve attached to the new ascending aortic graft. Attempts to bring the warmed and electrically converted patient off bypass were difficult. When the dehairing vents were removed and the bypass flow reduced to allow the heart to naturally fill with blood, the heart began to overly distend. The vent was put back in the heart and aorta, along with other venting needles. Even with the extensive venting of the heart pressure, the heart continued to overdistend. It was then noted that the lungs were rapidly filling up with bloody fluid as was noted with the blood found in the endotracheal tube by the anesthesiologist. The surgeon, anesthesiologist and perfusionist were aware of the heart distention problem and tried to alleviate it. The perfusionist began to experience larger than normal volume loss in the circuit. Much of the volume loss was the bloody fluid pouring into the lungs. Pulmonary artery pressures began to climb very high (greater than 70 mmhg mean pressure). The ventricular function was poor at this time. It was decided by the surgeon to insert a 7 fr 40cc sensation intra-aortic balloon through the left femoral artery. The surgeon was able to insert the balloon without any problems and pumping was instituted at 13:50. The balloon function was not optimal due to the erratic rhythm of the ECG used to time the balloon. The balloon timing was optimized and the patient was given a while longer to recover. Two additional cardiac surgeons were consulted to discuss options for treatment, including vad and echo support. These options were not considered due to the patient's poor overall condition at the time. The pulmonary artery pressures were still very high but improving. The lungs were still very full of bloody fluid (at this point 2 liters removed via the et tube). Just before 15:00, the perfusionist noted multiple alarm conditions with the intra-aortic balloon pump mainly from poor timing. She then noted a catheter loss alarm. Purging and reinstitution of pumping was unsuccessful. Blood pouring down the tubing used to shuttle helium gas to inflate the balloon was then observed. The perfusionist quickly clamped the balloon gas line to prevent any further loss of blood into the tubing and reported the problem to the surgeon. The surgeon immediately noted gas bubbles in the ascending aorta and entering the coronary arteries. The perfusion manager was notified of the problem and he immediately reported to the operating room. The surgeon created venting maneuvers to remove the gas bubbles and improve a rapidly deteriorating cardiac function. These gas bubbles were more than likely helium gas used to inflate the punctured balloon. The surgeon immediately removed the balloon and replaced it with the same type and size balloon. The cardiac function and lung function continued to deteriorate. (B)(6) decided to look one more time at the new mechanical aortic valve to make sure it looked ok visually. He found no problems with the valve, and closed the aorta and after a while attempted one more time to come off bypass. The patient could not support himself with the balloon pump as added support, and a tremendous amount of cardiac support drugs. (B)(6) felt the heart and lungs were irreversibly damaged and asked that all support equipment be discontinued. The patient expired in the operating room at 17:05. Explanted inspection of the damaged intra-aortic balloon revealed a rather large puncture hole at a point close to the tip of the endovascular aortic calcium is known to cause "pin-hole" leaks in a balloon over a few hours of constantly balloon catheter. This is an unusual place and hole size to see in a balloon. It was known that this patient had extensive calcium in the proximal portion of the descending aorta, where the tip of the balloon catheter was positioned for proper use, poking the same point on the balloon. This balloon tear was more of a tear rather than a pinhole leak." The customer reported that the patient death was not attributed to the device. The customer also noted that the second iab inserted functioned normally and was not being returned for evaluation.

Manufacturer narrative:
Results of the product evaluation indicates that the iab catheter had 2 penetrations in the membrane that were smooth edged and typical of those caused by penetration of a sharp object. There was no evidence of abrasion from calcified plaque noted on the membrane. We are unable to determine when the membrane penetrations occurred, although the time frame noted in the event description from the customer indicates that the iab did function normally for an hour before any alarms were noted. A review of the batch records and complaint trends do not indicate any manufacturing or systemic issues.